Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of an unknown system controller exchange was not confirmed. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. Log files were not provided, and no products were returned for evaluation. A root cause for the reported event was not conclusively determined through this analysis. The relevant sections of the device history records for the system controller were unable to be reviewed as the serial number was not provided the heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent an unknown modular cable and system controller exchange.